Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-500's mg/dl). The customer did not know the cause of the high bg. To address the bg level, the customer delivered a correction bolus, administered insulin injections and set a temporary basal rate. Tandem customer technical support (cts) had the customer perform a system check using the current pump supplies. No device issue was found. After speaking to cts, the customer's bg remained high the next day. The customer changed the cartridge and infusion set tubing. Reportedly, the customer had been using the same cartridge for 7 days. The bg had lowered to 164 mg/dl.